Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/29/2015). The patient¿s meter has been returned on 1/7/2015 and evaluated by lifescan product analysis on 1/15/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that her one touch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy first occurred on (B)(6) 2014 at ¿9:30am¿. The patient stated that she received a blood glucose result of 397mg/dl on the subject meter compared to feelings/normal results. The patient manages her diabetes with pills, diet and exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient stated that ¿3hours¿ after the alleged inaccuracy appeared she developed symptoms of ¿nervous, headache¿. The patient denied receiving any treatment due to the alleged product issue. At the time of troubleshooting, the cca determined that the correct unit of measure and strips were used at the time of testing and the results obtained were compared to feelings/ normal results. Replacement products have been sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.